Manufacturer narrative:
E1: postal code - 4240. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed a red and green colored image during an unspecified therapeutic procedure. There was a procedure delay of 5 minutes to change the device but was completed. There were no reports of patient harm.

Event description:
It was reported the subject device displayed a red and green colored image during an unspecified therapeutic procedure, and it was completed using another similar device. There was a procedure delay of 5 minutes to change the device but was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5; d8; d9; g4; h3; h4; h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damaged, and image noise occurred. Based on the results of the investigation, and since red and green image was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Based on the results of the investigation, it is likely image noise occurred due to damage to the charged coupled device. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely the fiber bonding in the outer tube area was damaged due to the user. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.